Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the right side of the footswitch would not activate reflux when removing the cataract. The surgeon used a syringe to remove the left over pieces stuck in the tip. The case was completed without patient harm.

Manufacturer narrative:
The system and footswitch were examined and the reported event was not replicated. The system and footswitch were both tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on august 27, 2015. Based on qa assessment, the product met specifications at the time of release. The footswitch was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).